Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, weight, race, and ethnicity, were not provided. The initial reporter phone is not available / reported. Conclusion: the healthcare professional reported that during the procedure with the target location on the right posterior communicating artery, after gaining groin access, the physician advanced the cerebase da guide sheath (gs9095sd / 30397578) to the desired location in the internal carotid artery (ica). After advancing the cerebase guide sheath to the target anatomical location (dilator removed), the microcatheter was introduced into the cerebase when the device became kinked at the strain relief; there was resistance experienced at the strain relief at the location of the kink. The physician was unable to advance devices through the cerebase guide sheath. After several attempts, it became clear that there was something obstructing the ability to advance devices through the cerebase guide sheath. Additional information confirmed that there was no evidence of any physical material within the cerebase device obstructing it. The lumen of the cerebase guide sheath was flushed prior to use as instructed by the instructions for use (IFU). There was no damage noted on the product prior to use. Prior to encountering the issue reported, other catheters were successfully advanced through the cerebase guide sheath without any difficulty. It was confirmed that force was not applied on the device. The physician made the decision to remove the cerebase. It was reported that in order to safely remove the cerebase, the physician tried to advance a .035¿ wire through the catheter to maintain access during the removal, but the wire would not advance into the proximal part of the cerebase. The physician needed to cut the cerebase several inches past the kinked / obstructed area in order to advance the wire and safely maintain access. The reported issue resulted in a 30-minute prolongation of the procedure; the delay was significant from a time perspective, but it was not clinically significant. The procedure was successfully completed, and the patient was successfully treated. The physician attributed the reported issue to lack of proximal support of device. There was no report of patient adverse event or complication as a result of the device issue reported. On 26 august 2020, photos of the complaint device were provided. The photos were analyzed by the product analysis lab. Based on the photos, no apparent damage could be observed on the device. There were some residues of dried blood observed. The area where the device was cut as documented in the complaint was observed. The device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile cerebase da guide sheath was received contained in a pouch. The device underwent visual inspection. It was observed that the device is in two separate pieces. The condition of the device prompted further analysis and the cerebase guide sheath was sent to the research and development (r&d) team for analysis. R&d analysis: the entire cerebase guide sheath was returned as two separate pieces. The majority of the cerebase device was free of defects upon closer inspection. The proximal cut performed by the physician was consistent with the description in the complaint in order to remove it from the patient¿s anatomy. The remaining 9.9cm segment consisted of a 5.3cm ¿pink¿ proximal shaft, 2.6cm orange ID band, and 2.0cm yellow plastic hub not covered by the ID band. The failure described in the complaint appeared in this remaining segment as there were no defect observed on the other separated piece. The returned device was analyzed. There were no apparent defects on the outer surface of the distal catheter piece. The ¿obstruction¿ is apparent during the inspection down into the barrel of the hub lumen. An attempt was made to gently place an introducer into the lumen of the catheter piece, upon reaching the obstructed location, a hard ¿mass¿ was encountered. The orange ID band was sliced a longitudinal sliver across its entire length to remove it in order to determine the obstruction. The hub underneath the ID band was exposed showing the hub mold cavity markings in the form of ¿three raised dots.¿ the mold cavity markings do not line up with their impression on the ID band. This is the first indication that the catheter was torqued during the procedure. Catheter torqueing is not contraindicated in the IFU and the cerebase catheter was tested to verify its torsional strength. It was observed that the catheter was moving independent of the ID band. When the ID band was completely removed, the catheter was observed to have been circumferentially split at the location of the obstruction. The actual ¿obstruction¿ are the braid wires that were observed bending inward. This is a second indication that the catheter was torqued. Closer examination of the broken wires via scanning electron microscope (sem) revealed that the cause was torqueing of the construct. The wires were also bent around other braided wires. This is an indication that the catheter experienced extreme torque forces. The sem micrograph also depicts the inward bend of the braid wires of the damaged region. The failure was replicated with the use of a fresh catheter completely seeded into a rotating hemostasis valve (rhv) in which the ID band was completely within the rhv. An rhv was affixed to the yellow cerebase hub and a cerebase dilator was placed into the lumen of the cerebase catheter with the hub of the dilator being placed up to the end of the catheter rhv. The dilator placement is to simulate an internal catheter within the lumen of the cerebase. This was done because follow-up with the physician revealed that three catheters (one within the cerebase, and two within the intermediate catheter) were being manipulated prior to the reported ¿obstruction¿ documented in the complaint. The following failure was induced after extreme manipulation of the cerebase catheter at the hub. Bending moments were first done in which the catheter was bent at the yellow hub rhv junction. The motion was done to at least 90 degrees in at least two planes. This motion can cause tearing in some cerebase catheters. Some catheters did not show any type of tearing failure but simply kinked. The braid wires are straight and remain in an expected braid pattern. After the bending manipulations, the catheter was torqued. For some catheters in which this was performed, the ID band helped resist the torqueing load showing no failure in which the plastic tore from the braid. In one instance, the failure documented in the complaint was replicated. Based on the analysis, the r&d team concluded that the apparent ¿obstruction, was caused by extreme manipulation of the catheter in which severe bending and torqueing motions were applied to the cerebase hub. These motions resulted in the following failures: pink vestamid plastic separating / tearing from the yellow hub material. Separation of the vestamid from the braid wires. Radial necking of the braid wires (towards the inner lumen of the catheter) eventually felt as an ¿obstruction¿ by the physician. Broken braid wires (severed due to torque forces on the failed construct). The failure was not due to any observed defect in the catheter prior to use. Although, it is possible that the ID band was somewhat loosely affixed. Following the r&d recommendation, the cerebase device was sent to the manufacturing team for further analysis. Analysis from the manufacturing team: the catheter was received by the manufacturing team as two separate pieces. One piece has the catheter ID band to show braid wire, and the second piece with the ID band removed. The team observed the mold cavity markings were correctly lined up during the manufacturing process. Based on the analysis of the physical unit, it was concluded that it was not possible that the ID band was loosely affixed during the manufacturing process. The temperature of the heat gun used to shrink the ID band is set up between 450° f and 500°f to ensure proper ID band adhesion to the hub. If the ID band was not well shrunken and correctly aligned and the mold cavity markings would not have been engraved on the band. This would have been caught during inspection for the ID band shrinking condition. The conclusion from the manufacturing team is that the failure was not related to the manufacturing process; there is evidence of extreme device manipulation by the end user. The evidence of manipulation was confirmed by the following: separation of the vestamid from the braid wires. Broken braid wires (due torque applied by the user). ID band with their impression (stamp markings) indication that the hub mold cavity markings were originally correctly aligned. Manufacturing controls are in place to verify that the ID band is properly assembled. A review of manufacturing documentation associated with this lot (30397578) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The issue documented in the complaint was confirmed based in the condition of the returned device. The cause is extreme bending and torqueing motions. Based on the manufacturing documentation review, and on the analysis conclusion by the manufacturing team, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise, which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the procedure with the target location on the right posterior communicating artery, after gaining groin access, the physician advanced the cere-base da guide sheath (gs9095sd / 30397578) to the desired location in the internal carotid artery (ica). After advancing the cerebase guide sheath to the target anatomical location (dilator removed), the microcatheter was introduced into the cerebase when the device became kinked at the strain relief; there was resistance experienced at the strain relief at the location of the kink. The physician was unable to advance devices through the cerebase guide sheath. After several attempts, it became clear that there was something obstructing the ability to advance devices through the cerebase guide sheath. Additional information confirmed that there was no evidence of any physical material within the cerebase device obstructing it. The lumen of the cerebase guide sheath was flushed prior to use as instructed by the instructions for use (IFU). There was no damage noted on the product prior to use. Prior to encountering the issue reported, other catheters were successfully advanced through the cerebase guide sheath without any difficulty. It was confirmed that force was not applied on the device. The physician made the decision to remove the cerebase. It was reported that in order to safely remove the cerebase, the physician tried to advance a .035¿ wire through the catheter to maintain access during the removal, but the wire would not advance into the proximal part of the cerebase. The physician needed to cut the cerebase several inches past the kinked / obstructed area in order to advance the wire and safely maintain access. The reported issue resulted in a 30-minute prolongation of the procedure; the delay was significant from a time perspective, but it was not clinically significant. The procedure was successfully completed, and the patient was successfully treated. The physician attributed the reported issue to lack of proximal support of device. There was no report of patient adverse event or complication as a result of the device issue reported. On 26 august 2020, photos of the complaint device were provided. The photos were analyzed by the product analysis lab. Based on the photos, no apparent damage could be observed on the device. There were some residues of dried blood observed. The area where the device was cut as documented in the complaint was observed. The complaint device was returned for evaluation. During the visual inspection of the returned device, the cerebase guide sheath was observed separated into two pieces. Based on the product analysis 9/21/2020, this event has been deemed MDR reportable as a ¿malfunction.¿